Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient observed a red call doctor icon on their home monitor. The alert was successfully cleared and completed. Upon review in latitude nxt an alert for right ventricular (rv) and right atrial (ra) pace impedance measurements of less than 200 ohms were observed. This ra lead remains in service. No adverse patient effects were reported.